Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-05507. It was reported that patient was experiencing ineffective therapy due to lead migration and was confirmed via x-ray. As such surgical intervention took place wherein the leads were explanted and replaced with new ones. Reportedly effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.